Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test and off no power test. No blank display during our testing. The insulin pump was programmed 1.0 unit per hour basal rate and bolus 1.0 delivery; all delivered and completely recorded. No daily total anomaly noted. No bolus anomaly and no history anomaly noted. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump went blank while trying to give insulin. The customer's mother also reported that bolus was not being delivered then they checked the bolus history and did not show any bolus given. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.